Event description:
It was reported that during a device interrogation session, the right ventricular (rv) lead exhibited noise oversensing resulting in inappropriate shocks. Technical service was contacted to examine the session records and found multiple episodes of rv lead noise resulting in 11 events of inappropriate shock. Technical service suspected a possible lead damage. A lead revision procedure is anticipated. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".